Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on its right atrial (ra) channel. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No adverse patient effects were reported.